Event description:
Customer was receiving high blood glucose readings and went for a lab comparison. Non-fasting lab result was 220 mg/dl and the device read 350 mg/dl. Control was in range. A request was made for the return of the suspect device and replacement product were sent.